Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: a 47-year-old male patient was treated for aortic aneurysm starting from the left subclavian artery - terminating at the celiac artery (cia) and superior mesenteric artery (sma). There is a first procedure at (B)(6) 2023 and a second procedure (B)(6) 2024. In 1st session two proximal tapered zenith alpha (zta-pt-40-36-217 and zta-pt-38-34-217) along with 1 distal component (zta-d-36-142) was deployed. Distance from left subclavian artery to celiac artery = 361.3mm. Aneurysm was filled from across celiac and its filling retrograde to aneurysm, so the second session was planned. In 2nd session first surgical anastomosis to bypass celiac, sma and renals and then another distal component (zta-d-36-142) was deployed. It was reported, that after the two procedures, the leak still remained. This complaint concerns endoleak between the proximally placed zta-d-36-142 and the distally placed zta-pt-38-34-217. Review of the device history record found that all discovered non-conformances were properly dispositioned before release and no indication that the device was produced outside of specification. Cta (computer tomographic angiography) imaging from follow-up dated (B)(6) 2024, was provided and reviewed by an imaging expert. According to the imaging review a type iiia endoleak between the zta-d and the adjacent zta-pt is confirmed. Measure of aorta was performed on the cta-images, in the imaging review. An approximate length from the left subclavian artery to the celiac artery was measured to be 400mm. Despite the approximation, this indicated 4cm of aortic lengthening, compared to the initial length of 361.3mm stated in the complaint report. Based on the provided information and imaging review, the aortic lengthening is most likely the cause of the component separation, which led to the type iiia endoleak. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) similar to device marketed under PMA/510(k): p140016. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: aneurysm starts across left subclavian and extending upto celiac and sma level in 1st session 2 proximal tapered zenith alpha (zta-p-40-36-217 & zta-p-38-34-217) along with 1 distal component (zta-d-36-142) has deployed. Distance from left subclavian to celiac = 361.3mm in 2nd session first surgical anastomosis to connect celiac, sma and renals and then another distal component (zta-d-36-142) has deployed. Patient outcome: endoleak is seen across proximal end of last distal component across celiac and sma.

Manufacturer narrative:
Manufacturer ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 09aug2024: initial procedure (B)(6) 2023, secondary procedure (B)(6) 2024. Based on your response to (B)(6) below I have the following questions to better understand the event. The patient had two zta-pt and one zta-d implanted during the first procedure. During the secondary procedure one more zta-d was implanted to extend the previously implanted zta-d. Aneurysm was filled from across celiac and its filling retrograde to aneurysm so planned to bypass celiac, sma and renals and deployed one more distal component to cover all vessels and land device infrarenal.

Manufacturer narrative:
Manufacturer ref# (B)(4). D4) catalog# is changed to unknown as disconnection is seen between zta-pt-38-34-217 and zta-d-36-142. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received. Findings from imaging review. Disconnection between zta-pt-38-34-217 and zta-d-36-142.